Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation trunk cable connector j702 on the distribution node pca was physically damaged and the trunk cable was severed and missing. There is no indication in the downloaded data that the device malfunction caused or contributed to the event. The root cause for the damaged connector and the missing trunk cable could not be positively identified. Monitor sn (B)(4) has been not returned to the distributor for evaluation. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture date: monitor - (B)(4) - 11/25/2014. Belt - (B)(4) - 12/30/2014. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was non-sustained ventricular tachycardia (nsvt) and motion artifact. The rapid rate satisfied the rate detector of the detection algorithm. The source of the artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion . Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a european patient experienced an inappropriate defibrillation event consisting of one shock. It was reported that the patient was not conscious at the time of the treatment delivery and in intensive care. The response buttons were not pressed during the event. Non-sustained ventricular tachycardia (nsvt) and motion artifact contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The patient received continued medical attention at the intensive care unit. There was no death or device malfunction associated with the inappropriate defibrillation event. During the investigation of the patient's electrode belt following the event, a reportable malfunction was found.